Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure the lens became stuck in the cartridge and was not implanted. It was replaced with a new one. There was no impact to the patient. Additional information received and stated that the implantation did not take place.